Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during implant the physician had difficulty positioning the lead due to varying r-wave ampltitudes. Positioning was attempted at several locations on the ventricular apex and high septum, but the r-waves were variable and weak. The lead was replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.